Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. Customer¿s blood glucose value was 500mg/dl. Customer stated that blood glucose value was 300mg/dl or something but didn¿t provide amount. Customer reported about no delivery alarm and was resolved by infusion set change. Insulin pump will not be returned for analysis.